Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "low o2 purity." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and determined the root cause of the low oxygen alarm condition was the rotary valve not shifting properly due to the controller on the pc board not operating to specification. The pc board was also replaced.